Manufacturer narrative:
It was reported that "front right wheel the metal is not keeping wheel straight it bend the wheel, screw is no longer there I am a right below the knee amputee this wheel caused me to fall". No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
"Front right wheel the metal is not keeping wheel straight"